Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the non-osseointegration of a dental implant 1 month after its installation in intraoral region #28. The 35 ncm of primary stability was achieved and immediate load was performed. Patient presented bone type I.